Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) identified foreign material in the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a pump prior to implant. It was reported that the pump had a pending alarm for a motor stall. The stall had occurred on (B)(6) 2019. The alarm was noticed prior to implantation. No patient involvement was noted. No further complications were reported.